Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the electrograms noted noise on the right atrial lead. The lead was detecting myopotentials due to a potential positioning issue. The noise was reproduced via isometrics and breathing exercises. The noise was too large to program around. Lead revision was discussed. The patient would continue to be monitored.

Event description:
New information received notes that programming changes were made and the patient is asymptomatic.

Manufacturer narrative:
This event was already reported in manufacturer reference number: 2017865-2019-15349.